Event description:
It was stated that the customer was connected to the infusion set while performing the manual prime, receiving 180 units of insulin. It was stated that the customer was then hospitalized for low blood glucose. No blood glucose reading was reported. An attempt to reach the customer for more information was unsuccessful. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.